Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet approximately one week after initiation, with the lowest reported value of 52 mg/dl, requiring oral carbohydrate intake to correct and with device alerts for lows. Symptoms included no reported hypoglycemic symptoms. Outcomes included resolution of low glucose with self-treatment and no need for external assistance or medical intervention. Investigation included customer support triage, review of user-reported data, and provision of education regarding therapy targets and operational use, with referral to a clinical diabetes specialist. Investigation of this case revealed no device malfunction reported and that therapy adjustments were discussed, including increasing the glucose target per healthcare provider recommendation, consistent with troubleshooting for hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.